Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range impedances. The related cardioverter defibrillator was emitting beeping tones due to the high, out of range impedances. The patient recently presented to the clinic in (B)(6) for a routine checkup. The physician requested that data be sent to technical services for further investigation into the rv lead integrity. The rv impedance trend shows variable measurements since february. The change in impedances appears to correlate to a fall the patient had around that time. The patient was hospitalized and said that the beeping tones started after he was discharged. The device had been beeping each morning for the last 4 months, and the patient did not go back to the hospital to investigate further. The patient was sent for an x-ray and the physician had been notified regarding the impedance trend. Provocation maneuvers were performed in clinic and no noise was produced. Shock impedances and all other rv lead parameters appear to be stable. The defibrillator's beeper was programmed off at the last check. It was noted that the patient is not pacing dependent. The device and this related lead remain implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).